Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure, on (B)(6) 2017, was to treat degenerative mitral regurgitation (mr) with a grade of 4+. 1 clip was implanted, reducing the mr grade to 2+. The patient was stable post procedure. Beginning (B)(6), the patient experienced shortness of breath. An echocardiogram, performed on (B)(6) 2018, revealed the device detached from the anterior leaflet and remained attached to the posterior leaflet (slda). Mr grade increased to 4+. A second mitraclip procedure was performed on (B)(6) 2018, reducing the mr grade to 3+. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of worsening mitral regurgitation (mr) and dyspnea as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. The reported worsening mr was likely a result of patient/procedural conditions due to the slda. The reported dyspnea (shortness of breath) was symptom related to increased mr and slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.